Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the guide wire was stuck in the introducer needle. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after the operation started, it was discovered that after the guide wire entered the p uncture needle, the guide wire did not pass through and it was bent at distal end, so it could not enter the blood vessel. The guide wire was not inserted/entered any site (vein) and the bend did not lead to vessel/vein damage. The guide wire was directly removed together with the puncture needle. The catheter was replaced with the same brand (same product ID and same lot) on the day of the event. The procedure was completed. The guide wire was still intact when removed and it did not break into pieces. The guide wire was not frayed, coiled or unraveled. No tools used to remove the guide wire. No excessive force required to remove the guide wire. No resistance when inserting the guidewire. The issue with the guide was not noticed in the packaging. The guide wire used was the one included in the kit. Nothing unusual observed on the device prior to use. Flushing was done prior to use and no problem found. The catheter was not repaired. There was no leak. Normal saline was the cleaning agent used on the device. No other products being utilized with the device. No other defects/damages found on the product. There was no problem with the catheter's dimension. The dimension of the catheter matched what was indicated on the label. Tego was not utilized. There was no luer adapter issue. Iodophor and saline were used to treat the insertion prior to product placement. There was no blood loss. No other intervention/treatment required as a result of the event. There was no patient injury.

Event description:
According to the reporter, intra-operatively, after the operation started, it was discovered that after the guide wire entered the puncture needle, the guide wire did not pass through and it was bent at distal end, so it could not enter the blood vessel. The guide wire was directly removed together with the puncture needle. The catheter was replaced with the same brand (same product ID and same lot) on the day of the event. The procedure was completed. The guide wire was still intact when removed and it did not break into pieces. The guide wire was not frayed, coiled or unraveled. No tools used to remove the guide wire. No excessive force required to remove the guide wire. No resistance when inserting the guidewire. The issue with the guide was not noticed in the packaging. The guide wire used was the one included in the kit. Nothing unusual observed on the device prior to use. Flushing was done prior to use and no problem found. The catheter was not repaired. There was no leak. Normal saline was the cleaning agent used on the device. No other products being utilized with the device. No other defects/damages found on the product. There was no problem with the catheter's dimension. The dimension of the catheter matched what was indicated on the label. Tego was not utilized. There was no luer adapter issue. Iodophor and saline were used to treat the insertion prior to product placement. There was no blood loss. No other intervention/treatment required as a result of the event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the guide wire did not pass through and it was bent at distal end, so it could not enter the blood vessel. The guide wire was directly removed together with the needle. The catheter was replaced with the same brand (same product ID and same lot) on the day of the event. The procedure was completed. The guide wire was still intact when removed and it did not break into pieces. The guide wire was not frayed, coiled or unraveled. No tools used to remove the guide wire. No excessive force required to remove the guide wire. No resistance when inserting the guidewire. The issue with the guide was not noticed in the packaging. The guide wire used was the one included in the kit. Nothing unusual observed on the device prior to use. Flushing was done prior to use and no problem found. The catheter was not repaired. There was no leak. Normal saline was the cleaning agent used on the device. No other products being utilized with the device. No other defects/damages found on the product. There was no problem with the catheter's dimension. The dimension of the catheter matched what was indicated on the label. Tego was not utilized. There was no luer adapter issue. Iodophor and saline were used to treat the insertion prior to product placement. There was no blood loss. No other intervention/treatment required as a result of the event. There was no patient injury.